Manufacturer narrative:
Complete event site address: (B)(6). Occupation - nurse manager. Event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) was unable to be advanced through the sheath. It was noted that another manufacturer's sheath was being used. A new iab was then successfully inserted to initiate therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).